Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The navigation system computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs were reviewed by a medtronic representative. The logs found that a segmentation fault occurring when selective start function within the application.

Event description:
A medtronic representative reported that, when building a 3d model in the application, the navigation exited the software without prompt from user. When the exit occurred, the navigation reverted to a blue screen with the medtronic logo. The representative resolved the reported by using the ctrl+alt+backspace command to enter the login prompt.